Event description:
The pt contacted lifescan and alleged the one touch ultra meter code button would not operate. The customer care rep verified the issue. The pt related an event 2 months ago, feeling dizzy and with a headache, the one touch ultra meter read 467 mg/dl, went to the hosp where the reading was in the 400's. The pt was given insulin. The readings were high and the pt was treated for high. Based on the info obtained from the pt there is indication the product malfunctioned due to the issue with the code button. The meter was replaced and return expected.